Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, total delamination of valve, and yellow particles in device inner surface. Leak test and microscopic analysis were performed which identified total delamination of valve and wear abrasion. Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.